Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and transmitter, insulin flow block alarm, and also reported diminished battery life. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-399a, mmt-7040a, mmt-7841zn. Troubleshooting was not performed. It was unknown whether the communication issue was resolved or not. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
Unit passed the active current measurement, sleep current measurement, self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Pump¿s history and trace files downloaded successfully using thump software. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 05/12/2025 at 08:01:49.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 4.0 received the lowbatteryalert (104) on 06/11/2025 05:20:00 after more than 7 days at 16.94 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No damage noted at the electronic assemblies during visual inspection. P-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and cracked belt clip rails. Alleged insulin flow block alarms not confirmed during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Alleged no communication between pump and transmitter not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.